Manufacturer narrative:
Packaging was received for evaluation on 03/23/2016. This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned packaging materials confirmed that the bag surrounding the product exhibited a cloudy/hazy appearance. A review of the device history records was performed to confirm completeness and that they were manufactured, inspected, and packaged to the specifications at the time of manufacture. This device is used for patient treatment. The product was implanted and the surgeon declined to provide any other information for the complaint. Therefore a complaint search based on the product and lot number combination did not reveal any additional complaints for the associated part/lot number. Per the packaging inserts, blocking is a poly bag industry term used to state the nature of poly bags sticking to each other. To prevent the poly bags from sticking together or to the implant itself, the manufacturer of the poly bag puts anti-block; natural silica which is diatomaceous earth, in the resin during its manufacturing process. Natural silica proves to be one of the most efficient anti-blocks available and provides the best alternative for minimizing total inorganic content and negative optical properties such as haze. However haze will appear when the poly rubs together or the implant rubs on the poly during handling. Plastic bags exhibiting a cloudy appearance have always been a feature of the polybag. There is no cosmetic requirement for bag clarity. There is no biocompatibility, sterile barrier, aseptic presentation or product damage concerns, therefore they are acceptable for use. The most probable root cause is that the product is scuffing the bag during the repeated distribution cycles, creating a cloudy/hazy appearance.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the bag packaging the device was cloudy.